Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts replaced proactively on the device: air inlet, foam filter, and particulate filter. After replacing the parts on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was operational and cleaned. The fan and solenoid valve were returned to the product investigation laboratory (pil) for further evaluation. Pil noted e-336 in the event log from service. Pil installed the exhaust fan onto the pil trilogy evo stb and used rasp commands to turn on the fan. Pil noted that the exhaust fan operated as intended. Pil ran therapy with a test lung for approximately 1 hour without issue. E-336 did not recur. Pil then tested the exhaust fan on the pil trilogy evo multifunctional test station for fan verification and the fan passed all testing. Pil concluded that the exhaust fan assembly operates as designed. Pil visually inspected the trilogy evo solenoid valve for defects and found physical damage. Pil suspects the physical damage observed on the solenoid valve caused the test failure at service. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts replaced proactively on the device: air inlet, foam filter, and particulate filter. After replacing the parts on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was operational and cleaned.